Manufacturer narrative:
The reported complaint of the cracked top cover was confirmed during the visual inspection. Upon replacement of the defective part, the autopulse was run for 15 minutes with a large resuscitation test fixture (lrtf) with no faults found and passed final testing. Visual inspection was performed and the top cover was observed to be cracked, thus confirming the reported complaint. In addition, front enclosure, bottom enclosure and battery compartment were also cracked. From the condition of the platform, the damages appear to have been caused by mishandling. Initial functional testing was performed and the platform passed all testing. However, the drive shaft was found to be stiff when rotated and it was found to be due to sticky clutch, unrelated to the reported complaint. Following service, including replacement of the top cover and the deburring of the clutch plate, the platform was re-evaluated through functional testing and the platform failed during the run-in testing with a large resuscitation test fixture. The platform displayed "system error, out of service. Revert to manual CPR" error message during compression. The fault was found to be due to the defective processor board and motor controller board. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During initial functional testing of the returned autopulse platform, the device displayed "system error, out of service, revert to manual CPR" error message. No patient involved.